Manufacturer narrative:
Device analysis conclusion: the wire was received at csi for analysis. A fracture was observed at the proximal spring tip solder bond location. The fractured guide wire sections were sent for scanning electron microscopy (sem) analysis. Sem analysis showed evidence of fatigue without evidence of excessive wear on the surface of the wire. There is no evidence of contact from the oad. It is possible that the oad spun too close to the spring tip, thereby contributing to fatigue forces on the core wire and resulting in the fracture. This is not confirmed, and the exact cause of the fracture could not be determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: 10941.

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
The viperwire guidewire was determined to be fractured at the spring tip following two low-speed orbital atherectomy (oa) treatments and three high-speed treatments in the right coronary artery, which was 90% stenotic. This was determined when an optical frequency domain imaging catheter could not be advanced following atherectomy. The spring tip of the viperwire was snared. The patient did not experience any injury as a result of the fracture.